Event description:
The patient was unable to adjust her stimulation with the patient programmer. The display was showing the "call your doctor" icon with a por (power on reset) code. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).